Event description:
Upon implantation of a silicone lens, the surgeon noted that there were gouge or score marks on the optic surface. The lens was removed with no pt injury or event. It is unk if the product malfunctioned.